Manufacturer narrative:
The device ro 14 042 has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
Post operatively, it has been reported that an accuracy issue greater than 2mm was observed (approximately 4mm). An revision surgery was necessary to modify the position of 3 electrodes.

Manufacturer narrative:
This event was reported due to the malfunction of cd drive. Further investigation into this event has determined that there is no additional risk for the patient or user in the case that the cd drive fails. The cd drive is an optional component. The operator/surgeon can use various means of transferring data, for example: usb key or the hospital pacs network. Therefore in the case that the cd drive does not function the required data can still be transferred. The cd drive is therefore classed as a non-critical component. The user guide of the device has process on how to use cd drive, usb and network. Moreover, the surgeon has been trained on how to use cd drive, usb and network. Consequently, this is not a reportable complaint.